Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock for atrial fibrillation (af) with rapid ventricular response detected as ventricular fibrillation (vf). Also, atrial undersensing and ventricular undersensing were noted on the interrogation. The atrial and right ventricular leads and the device remain in use. No further patient complications have been reported as a result of this event.